Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku.

Manufacturer narrative:
(B)(4). Lockout. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed fourteen clips and then, the trigger was noted blocked. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the latch was noted damaged leading the found lockout premature; three unformed clips were found inside the device. However, it could not be determined what may have caused the damage of the latch. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the jaws were open the clip fell out. A new device was used to complete the procedure. There was no patient impact.